Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (rep) went onsite to evaluate and repair the suspect device. The rep determined the most likely cause is a defective main pcb (printed circuit board). The fsr replaced the defective main pcb kit and the unit is now working to factory specifications.

Event description:
The customer reported while using the vela ventilator, the unit displays vent inop (inoperable) alarms. The issue occurred during patient use, the patient was removed from the suspect device and placed on another ventilation. There is no report of patient consequence associated with the event. The customer reported the error log is showing xdcr fault (transducer fault) and motor fault.